Event description:
It was reported that the patient was admitted at the emergency room due to dizzy spells. The patient was asked to stand up and fainted which resulted in lacerations to his face. The right ventricular lead exhibited intermittent capture. On (B)(6) 2013 the lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.